Manufacturer narrative:
Critical pump error and open book was generated due to sequential error caused by the wire interface failure, isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 189 mg/dl at the time of incident it also stated that customer received critical pump error image on screen. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.